Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/initial reporter establishment name: (B)(6)-documented here due to character limitation in respective field

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the complaint investigation. Updated fields: h6 and h11 olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event was not confirmed as the scope was not microbiologically tested by olympus. Therefore, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.